Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the cable was twisted, so the cable was replaced as a preventative measure. Also, the rubber portion of the label was missing.

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent signals at times and would not always interrogate devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).